Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced respiratory arrest coincident with hemodialysis therapy while using a xenium dialyzer. The cause of the respiratory arrest was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with oxygen (at 50% via a ventury mask, duration not reported) for the respiratory arrest. At the time of this report, the patient was reported to be recovering well from the respiratory arrest. No additional information was available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.